Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to cold temperature, consistent with hybrid anomaly. Longevity calculations was performed and found the battery depletion was normal.

Event description:
It was reported that the device was found to be in backup vvi mode upon inspection of the product. There was no patient involvement.